Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic inguinal hernia repair, when inserting the device, the balloon would not inflate. After several unsuccessful attempts, another device was used to complete the case. There was no patient injury.